Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. Visual inspection of the returned provisional found it to exhibit signs of repeated use (nicked/gouged) and was fractured on the medial side of the post. The device history records were reviewed and no discrepancies were identified. The surgical technique instructs to apply gentle manual pressure without impacting the provisional construct with either a mallet or hand. As the provisional was inserted with excessive force during the procedure and resulted in fracture, the root cause is attributed to user error/failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was identified to be fractured after sterilization following a knee arthroplasty case. It is unknown how the device fractured; however, the device was noted to have been impacted with a mallet during insertion when it was used during the case. No adverse events were reported as a result of this malfunction.